Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during the procedure. It was reported that the procedure was to treat a left anterior descending (lad)/diagonal bifurcation lesion. Both the lad and diagonal branch were wired with bmw guide wires. A xience v 2.5 x 12 stent was deployed in the diagonal branch and a xience v 2.5 x 28 was to be deployed in the lad. There was great difficulty advancing the xience v 2.5 x 28 to the lad lesion, which was somewhat calcified (not heavily) and mildly tortuous. Additional pre-dilation was done and finally the stent was advanced and positioned in the lad lesion. The stent was deployed and a distal edge dissection occurred. Another xience v 2.25 x 12 was advanced to treat the distal edge dissection; however, it could not be advanced past the deployed xience v stent. Eventually a non abbott stent was advanced and deployed to treat the dissection. The xience v 2.25 x 12 was found to have flared stent struts after the failed cross attempt. The length of the procedure was 90-120 minutes. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A follow up report will be submitted with any relevant information.